Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown constructs: tomofix plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: rupp, m.c. Et al (2022), improved clinical outcome and high rate of return to low-impact sport and work after double level osteotomy for bifocal varus malalignment, arthroscopy: the journal of arthroscopic and related surgery, vol xx (xx), pages 1-10 (germany). The aim of this retrospective study of a prospectively collected data is to evaluate return to sport (rts) and work (rtw), as well as clinical outcomes following double level osteotomy (dlo) via combined medial open wedge high tibial osteotomy (mow-hto) and lateral closing wedge distal femoral osteotomy (lcw-dfo) for bifocal symptomatic varus malalignment, and to compare these outcome parameters between patients undergoing a single surgery and those undergoing a two-stage procedure. Between december 2007 and march 2018, a total of 38 patients underwent unilateral double level osteotomy. Among these, 32 patients (26 male and 6 female) with a mean age of 44.2±12.6 years were included in the study in which 18 patients underwent dlo in a single surgery while 14 patients underwent dlo in two consecutive osteotomies after 48.5±14.0 days. The osteotomy was secured with a locking compression plate using either a tomo-fix plate (depuy synthes, raynham, ma) (n=23 femoral and 15 tibial) or a competitor device (n=9 femoral and 17 tibial). The mean follow-up period was 56.9±35.3 months (range: 24-148). The following complications were reported as follows: an unknown number of patients with synthes device were converted to total knee arthroplasty during follow-up. An unknown number of patients with synthes device had delayed union. An unknown number of patients with synthes device had nonunion. An unknown number of patients with synthes device had implant failure. An unknown number of patients with synthes device had loss of correction. An unknown number of patients with synthes device had bleeding. This report is for an unknown synthes tomofix plate/screws constructs. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).